Manufacturer narrative:
(B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number of procedures in which the suture breakage occurred. For each procedure a separate pc should be opened with event details including: event date, procedure name, specific quantity of sutures that broke in this single procedure, lot number.

Event description:
It was reported that the patient underwent abdominoplasty on an unknown date and suture was used. When making the knot, the suture broke. The physician used a competitor device. The physician reported that they have impression the thread is thinner than before and reported this has happened on other occasions. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/24/2020. Corrected information: d3, g1, g2. Additional information was requested and the following was obtained: I only have information about the event that occurred on the date of february 02nd, 2020. No batch information. No expiration date information. Material was discarded by the customer.